Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The return of the instrument was not issued as the customer reported that the instrument was disposed. The complaint was not confirmed by failure analysis since the product was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was grasping non-essential fat tissue and would not release. The surgeon was unable to open the instrument's jaws and someone else had to assist, which delayed the procedure for a period of time. The faulty instrument was discarded. The surgery was continued with another bipolar forceps instrument. The procedure was completed with no reported injury.